Event description:
Cracks found during pm on the internal bezel. The bezel was replaced. A pm was completed after the repair to ensure the pump operates to manufacturer specs. There are no cracks on the pump now returned to use.